Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.5, laboratory inr: 4.13. The time between testing was one (1) hour. Reportedly, the pt was "bridging" from lovenox to coumadin. Additionally, the pt was inconsistent with her diet and the nurse could not verify that the pt was taking her medication as prescribed. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Product was returned for investigation. The complaint was not confirmed. Retain strip testing on the returned meter met both accuracy and precision criteria. Investigation of the returned meter did not uncover any deficiencies. The meter continues to meet specification. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. Ths issue will be subject to tracking and trending.